Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective or damaged temperature cable. However, this cannot be confirmed. The patient had completed rewarming and was maintaining normothermia. User had already changed the probe. Mss explained that if the alarms continued after changing the probe, the temperature cable has to be changed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting erratic patient temperature alarms. The patient had completed rewarming and was maintaining normothermia. They had already changed the probe. Explained that if the alarms continue after changing the probe, the temperature cable had to be changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting erratic patient temperature alarms. The patient had completed rewarming and was maintaining normothermia. They had already changed the probe. Explained that if the alarms continue after changing the probe, the temperature cable had to be changed.